Manufacturer narrative:
The device sensitivity was reprogrammed. No further oversensing was noted after the reprogramming. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received indicating that reprogramming was again required for optimization. The patient was also provided with a remote monitoring system so as to provide the physician with real time episode information. Noise reduction expected following this most recent programming change. No adverse effects reported and all products remain implanted.

Event description:
--

Event description:
Boston scientific crm received information that this device had detected noise on the pace/sense and shock channels. The noise could be reproduced when the patient changed posture. The noise was oversensed, leading to pacing inhibition with periods of asystole greater than two seconds. An x-ray was performed, and it was noted the pace/sense lead was very close to the defibrillation lead. No adverse patient effects were reported.